Event description:
Report received from united states indicating that device "will not hold drill bit." It is known the device was used in surgery. It is known that there was no injury or medical intervention. It is unknown if a delay occurred during the surgical procedure. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or if additional information becomes available, a supplemental report will be sent. (B)(4).